Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4) mfg report number 2249723-2023-02298. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2023-02298.

Event description:
It was reported that during ccl training, the cardiosave intra-aortic balloon pump (iabp) unit was placed in rescue mode. Battery bay # 1 showing battery empty and not charging. Batteries swapped and issue remains the same. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.